Manufacturer narrative:
As received the axium coil was returned outside of and without introducer sheath. The implant coil was found detached from the pushwire and missing. The axium pushwire was found to be bent at several locations from the proximal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was present. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted to confirm the complaint details and that the correct device was returned. Information received confirm that the returned device is the correct device, but the customer did not notice the implant coil prematurely detach. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil encountered resistance within medtronic catheter hub. The coil was able to exit the sheath smoothly. A new same size coil was used to treat the patient with the same catheter. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.